Event description:
The FDA recently cleared and approved software upgrade to v9.02.01 during [redacted date]. Resulting upgrade created "alarm storming" event where pumps across multiple campuses falsely alarmed for upstream occlusion. This impacted every pump at (B)(6) and required nursing intervention for every alarm. The results of these occlusions prevented medication from being delivered to patients. A direct copy of one safety incident that was brought to our department's attention is copied below: micu's a and b have had 10 IV pumps malfunction today. The majority of the issues have been to IV "upstream occlusion" alarms. Here is a list of the alarms below. -x3 IV pumps have alarmed for "upstream occlusion" that were infusing ivf at 5ml/hr for kvo (keep vein open). -1 IV pump alarm for "upstream occlusion" with levophed infusing at 7ml/hr, no harm came to patient as pump was heard alarming and rn was able to trouble shoot quickly. -x1 IV pump alarm for levophed infusing at 3.5ml/hr, no harm came to patient as pump was heard alarming and rn was able to trouble shoot quickly. -x1 IV pump alarm for "upstream occlusion" with angiotensin 2 infusing at 6ml/hr- patient happened to be in room furthest from rn station, and the door was required to be closed because of precautions. The alarm was not heard by staff. The issue was only recognized when the patient's blood pressure cycled on the monitor and was found to be sbp in the 60s. Temporary intervention was required of increased pressor dosing. No permanent harm came to the patient. All IV pumps were red tagged, and clinical engineering was made aware of the issue. Please note that while many patients were involved in the many alarming IV pumps I have included the information only of the patient who harm came to. Manufacturer response for spectrum iq infusion pump, (brand not provided) (per site reporter). Downgrade pumps from v9.02.01 to v9.02.00.

Event description:
The FDA recently cleared and approved software upgrade to v9.02.01 during [redacted date]. Resulting upgrade created "alarm storming" event where pumps across multiple campuses falsely alarmed for upstream occlusion. This impacted every pump at the hospital and required nursing intervention for every alarm. The results of these occlusions prevented medication from being delivered to patients. A direct copy of one safety incident that was brought to our department's attention is copied below: micu's a and b have had 10 IV pumps malfunction today. The majority of the issues have been to IV "upstream occlusion" alarms. Here is a list of the alarms below. -x3 IV pumps have alarmed for "upstream occlusion" that were infusing ivf at 5ml/hr for kvo (keep vein open). -1 IV pump alarm for "upstream occlusion" with levophed infusing at 7ml/hr, no harm came to patient as pump was heard alarming and rn was able to trouble shoot quickly. -x1 IV pump alarm for levophed infusing at 3.5ml/hr, no harm came to patient as pump was heard alarming and rn was able to trouble shoot quickly. -x1 IV pump alarm for "upstream occlusion" with angiotensin 2 infusing at 6ml/hr- patient happened to be in room furthest from rn station, and the door was required to be closed because of precautions. The alarm was not heard by staff. The issue was only recognized when the patient's blood pressure cycled on the monitor and was found to be sbp in the 60s. Temporary intervention was required of increased pressor dosing. No permanent harm came to the patient. All IV pumps were red tagged, and clinical engineering was made aware of the issue. Please note that while many patients were involved in the many alarming IV pumps I have included the information only of the patient who harm came to. Manufacturer response for spectrum iq infusion pump, (brand not provided) (per site reporter) downgrade pumps from v9.02.01 to v9.02.00